Event description:
It was reported that the unit turns on and off by itself. It was further reported that the knob on the unit was broken.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.